Manufacturer narrative:
A device history record review confirmed that the device all met material, assembly and performance specifications upon release. The device remains implanted so was not available for evaluation. From the information provided there is no indication that there was any device malfunction, nonconformance or misuse that contributed to the reported event. Hemorrhage is a known and anticipated complication to these types of procedures and is listed as such in the directions for use. Therefore it was determined that the reported event was an anticipated procedural complication.

Event description:
As the stent was being advanced for deployment the microcatheter unexpectedly jumped forward due to tension in the system, resulting in a small bleed within the anterior communicating artery. This was successfully treated with platelets and there was no reported clinical consequence to the patient.

Event description:
As the stent was being advanced for deployment, the microcatheter unexpectedly jumped forward due to tension in the system, resulting in a small bleed within the anterior communicating artery. This was successfully treated with platelets and there was no reported clinical consequence to the patient.